Event description:
Customer reportedly obtained results of 544 mg/dl and 203 mg/dl on the advantage system within 10 minutes. No actions taken based on device results. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.